Event description:
Info received from the distributor as follows "the md attempted arteriotomy closure with the closer s 6 fr. Device after an interventional procedure. It was reported that the device was inserted at a 45-degree angle without any resistance met. Good pulsating marking was obtained. The foot of the device was deployed and then the needles were deployed while the device was held at a 45-degree angle. The needle plunger was then removed and bilateral suture capture was noted. The sutures were cut from both needles and the foot was then parked. It was reported that the md encountered strong resistance during an attempt to remove the device. The md manipulated the device by tilting it. When tilting the device with more force, it was reported that the device broke at the section where the guide meets the distal guide. The distal guide and the sheath of the device remained in the pt's body. The md attempted to remove these parts with a forcep, but was unsuccessful. Arterial access was then obtained via the femoral artery of the opposite groin and an 8f sheath was inserted. It was reported that the md bent a diagnostic catheter and a 0.014 guide wire into a "u" shape and inserted it into the sheath. The md reportedly "pinched" the remained sheath of the closer s by the guide wire and diagnostic catheter, and extracted the parts from left femoral artery. Hemostasis was achieved by manual compression. The device was examined after the extraction and it appeared that a piece of the distal guide, approx 1.5 cubic millimeters, was missing. The patient experienced left leg pain for four days after the incident and was treated with heparin. It was reported that the patient was discharged in 9/2002. There is no report of further adverse patient sequelae.